Event description:
A surgeon reported that 10 months after an intraocular lens (iol) was implanted, there are glistenings observed in the iol that interfere with the surgeon seeing into the patient's eye and viewing his retina. Additional information was requested.

Manufacturer narrative:
A sample device was not returned for investigation. The lens remains implanted. Complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. Attempts to gather additional information have been unsuccessful. (B)(4).

Manufacturer narrative:
Photo review: four dark field technique slit lamp images of an eye implanted with an intraocular lens (unable to identify iol model) were evaluated. The images are mainly focused in the iol body, multiple light scattering artifacts/apparently microvacuoles can be observed, and appear to be located in the iol body. The microvacuoles are of variable diameter, which cannot be determined accurately based on the images; however, it seems to be approximately =0.1mm. The observed light scattering artifacts may be compatible with glistenings. (B)(4).